Event description:
It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, the right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced. The patient was in stable condition.